Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Patient representative reported, left-side pain, "accumulation of fluid in the left breast," and rupture. The device remains implanted.

Event description:
Healthcare professional reported a patient experienced the events of ¿pain and severe accumulation of fluid in the left breast, diagnosed by an ultrasound¿, ¿implant leakage left, seroma on both sides, capsule fibrosis grade ii¿, ¿double capsule¿, ¿leak¿. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Patient representative reported, left-side pain, "accumulation of fluid in the left breast," and rupture. Healthcare professional reported a patient experienced the events of ¿pain and severe accumulation of fluid in the left breast, diagnosed by an ultrasound¿, ¿implant leakage left, seroma on both sides, capsule fibrosis grade ii¿, ¿double capsule¿, ¿leak¿. Device has been explanted.